Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information is received at a later time, this report will be supplemented.

Manufacturer narrative:
The evaluation confirmed the reported phenomenon as the basket was found separated and damaged. The exact cause of the basket separation failure cannot be determined at this time. However, it is mostly likely due to a higher than normal force applied on the joint by the operator when extracting a large stone. A device history review was performed and found no anomalies during the manufacturing process.

Event description:
Olympus was informed that during a ureteroscopy procedure, the basket became detached when the physician was trying to remove stone. The physician went back endoscopically and retrieved the basket from the patient using the flexible grasping forceps. The procedure was successfully completed. No patient injury was reported.